Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Requested patient demographics however not provided by the customer.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿transported a cardiac arrest patient from emergency department to CT scanner and noticed that the propofol tubing had run dry. Spiked another bottle so that it would not run dry again and within 10 mins the bottle had run dry. The tubing was clamped and continued to transport. The rate and programming were all verified to be correct and the channel was taken out of circulation. Channel had sticker 20786." An incomplete date of event of (B)(6) 2018 was provided. The event occurred in critical care. There was no indication by the customer of patient harm.